Event description:
It was reported a patient underwent removal of lipomas on her abdomen on an unknown date and topical adhesive was used. The patient experienced a red and raised area where the topical adhesive was applied. The nurse practitioner opines that the patient had an allergic reaction to the topical adhesive. The patient was given prednisone and the nurse practitioner plans to remove the topical adhesive.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.